Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate hv therapies. X-ray confirmed lead was dislodged. High, out of range pacing lead impedance was observed upon attempted repositioning. Lead was explanted and replaced. Patient was doing well and will be monitored.